Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 30 mg/dl range and 400 mg/dl range due to not using the sensor. The customer did not mention symptoms or treatments of their hypoglycemia and hyperglycemia. Troubleshooting did not occur. The insulin pump was not returned for analysis. Unomedical set. Frn-model unknown-reservoir.